Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 12:33:568:0000 was not confirmed or duplicated during product evaluation. The root cause of this condition was not determined, therefore, no repairs were performed. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a colleague infusion pump with failure code 12:33:568:0000. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.